Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the pump battery was unresponsive. It was also reported that the pump touch screen was cracked and unreadable. The customer reverted to an alternate method of insulin therapy. There was no adverse impact to customer's blood glucose.